Event description:
Customer reported that the insulin pump alarmed button error and she was unable to clear the alarm. Customer also reported that the buttons on the insulin pump are not responding and the screen is frozen. Customer stated that she was changing the infusion set and the screen froze, she took the battery out and put it back in and the screen was still frozen at the low reservoir screen and none of the keys worked. Customer stated that the time is still advancing. Blood glucose value is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The device had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.